Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported hospitalization - initial or prolonged in b.2 section, which was marked incorrectly as this is product problem only as mentioned in b.1 section in previous report. G.2 section was missing the previous report, in this correction report it is correctly marked as consumer. G.2 section was missing the previous report, in this correction report it is correctly marked as consumer.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-05041 incorrectly with sections b5, d1, g3 and d9 it has been corrected in this report. Section b5 has been corrected and should be reported as: the manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged shutting off during use. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation and confirmed shutting off during use, particle contamination in blower.